Event description:
Ous MDR - the physician found several episodes recorded in the device as vf with multiple shocks. Patient received 42 shocks on (B)(6) 2015 and the device is at eos without displaying the eri indicator. Oversensing on the rv lead to the vf detections and many inappropriate shocks. It is believed the shocks were too close together for the crt-d to recover, causing the device to go right into eos. No date of explant was provided and the device has not been returned for analysis. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.